Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal popliteal artery angioplasty. Reportedly, the proglide device could not be removed from the patient. The proglide sheath tore off and remained in the patient anatomy. Open surgery was performed to retrieve the proglide sheath from the popliteal artery. The patient is doing well. There was a reported clinically significant delay in the procedure due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: event date, implant date, therapy date, estimated date (reported as in calendar week (B)(6) in 2018). Corrections: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The treatment of surgical exposure is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filled medwatch report, additional information received: hemostasis was achieved using manual arterial compression and a pressure bandage. Medication, dalteparin, was given. No additional information was provided.